Event description:
It was reported that the patient presented for in clinic follow up. A device interrogation found no capture exhibited by the right ventricular (rv) lead and maximum output. No interventions were made. The patient was not dependent and was discharged.